Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colon stenting procedure on (B)(6) 2013. According to the complainant, the indication for stent placement was treatment as a bridge to a colostomy for a malignant stricture within the descending colon. The stricture was approximately 3cm in length. The patient had been undergoing chemotherapy and had received six 5fu treatments. During the procedure, the stent was implanted within the patient. After implanting the stent the physician checked the stent endoscopically and expressed concern over the proximity of the proximal end of the stent to the sd junction. Following the stent placement, the patient condition was reported to be good and the patient received another chemotherapy treatment. On (B)(6) 2013 the patient experienced abdominal pain. A CT scan was performed and free air was confirmed; a perforation was diagnosed at the distal end of the stent. An emergency surgery was performed, during which the stent was removed and a colostomy was performed. The patient's condition was reported to be "stable" post-surgery. The physician was unable to conclude whether the stent caused or contributed to the perforation.

Manufacturer narrative:
Patient reported to be in his (B)(6). (B)(4) stent positioning issue. The complainant indicated that the device remain was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent misplacement, perforation, and pain are listed in the dfu for this product as potential adverse events associated with the use of this device. Therefore, the most probable root cause is anticipated procedural complication.